Event description:
Additional information was received reporting that the sah was not caused by or related to the medtronic device or procedure. The cause of the non-detachment was not clear. All the further coils used in the procedure detached perfectly with the detacher. There were no issues encountered prior to the coil non-detachment. After taking out the coil which didn¿t detach and switching to another coil the detachment was possible with the new coil. There was no pushwire damage observed after removal from the patient, but the hcp also tried the manual detachment, therefore the proximal part of the pushwire was broken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis : as found condition (condition of returned device): an axium prime coil was returned within a shipping box; within a sealed tyvek biohazard pouch and within an opened axium prime coil inner pouch. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: the actuator interface was found not intact and no longer attached to the coupler tube. The axium prime pushwire was found to be broken at break indicator. This is indicative that a manual detachment was attempted at this location. The coin was found still against the lumen stop with what appeared to be blood underneath the outer jacket. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire was successfully detached. The lumen stop and retainer ring were found to be visually in good condition. Conclusion: based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment is the blood underneath the outer jacket, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was axium coil non-detachment. The patient was undergoing surgery for treatment of an a1/a2 aneurysm with a max diameter of 2 mm and a 3 mm neck diameter. Status is acute subarachnoid hemorrhage (sah) which could be from the aneurysm but was not 100 percent clear. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Patient's medical history includes acute sah. The patient is alive with no injury. It was reported that the coil was placed without detachment, then the stent was placed (baby leo) to secure the neck. After the first attempt with the detacher the coil was still connected to the delivery wire. The physician repeated detachment with the detacher 2 more times before switching to another detacher. Ultimately the healthcare provider (hcp) used the bailout mechanical break which also did not detach the coil. Hcp then switched the coil for another one of the same size which detached perfectly. There was non-detachment. The physician attempt to detach the coil with the instant detacher 3 times. The physician try to detach with another instant detacher 2 times. There was 1 manual attempt at detachment via hypotube. There was no issue with the instant detacher. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a sofia plus guide catheter, excelsior sl10 microcatheter, baby leo 2-18 stent.